Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer had passed away while wearing an insulin pump. The customer's mother stated that the coroner indicated the cause of death was not diabetes-related. The pathologist stated that they did not find any toxic substances but also that the customer had been brought in multiple times of hypoglycemic shock. Nothing further was reported.